Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was 73 mmol/l. Customer was treated with insulin drip. Customer had blood glucose level of 9 mmol/l. Customer was alleging insulin pump for under delivering because sound on insulin pump unusual according to clinic. The reservoir will not be returned for analysis.